Event description:
Consumer called to report being uncomfortable with the reading form their meter. Analysis run on clark error grid using mean avg reading (352) as ref. Point vs. Bd readings of 511, 316, 228 yielded data points in the c zone of the grid, outside of acceptable limits.